Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered in the pump by the user or recorded by the continuous glucose monitor on (B)(6) 2019. Cartridge change sequence was completed at 7:39 pm. User requested a 2.73 unit bolus for 30 grams of carbohydrates without entering current bg and while still having insulin on board. Immediately following, user set a 1 hour temporary basal rate of 120% (1.8 units per hour) at 10:23 pm, then cancelled the temporary basal rate after 34 minutes. Complaint could not be confirmed. If user did not disconnect during ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Making bolus requests while still having insulin on board and not entering current bg value could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl; cause was unknown. A granola bar was consumed to treat bg. Review of the pump data logs by tandem technical support verified that the customer's manual temporary (temp) basal rate had been activated by the customer and the rate was increased higher than all of the other temp rates that had been previously activated. The information was related to the contact; however, contact was unaware that the customer had activated the temp rate settings. Recommendation was made to consult with healthcare provider regarding diabetes management.